Manufacturer narrative:
The initial reporter also notified the FDA on (B)(6) 2018 via medwatch (B)(4). A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ interlink® lever lock cannula leaked during use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Since no samples displaying the condition reported are available for examination, bd was unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Based on no sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failures. Investigation conclusion: no root cause can be determined as no samples were received.